Event description:
It was reported by service report that the caster is broken. The customer reported that they did not know if there was any pt involvement; however, no adverse consequences were reported.